Event description:
It was reported that a single image passed through the system check with an isocenter in the incorrect place. There was no actual mistreatment reported as a result of this issue based on the available info.

Manufacturer narrative:
Additional information: it was reported that the isocenter is computed correctly for the images but the "field aperture graphic" is not matching with "field shape" in portal image. The field aperture should be extracted and placed over the image. However, the extracted field edge does not match the planned field edge. The problem occurs because the field edge is not correctly detected and therefore the isocenter is not correctly placed. There was no actual mistreatment reported from this issue. The issue was determined to be a defect in the product. The problem occurs because the field edge is not correctly detected and therefore the isocenter is not correctly placed.

Manufacturer narrative:
Mosaiq version 2.60.